Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the menu display was not visible and therefore, the liquid crystal display was replaced. Analysis also found that the upper and lower cases, battery drawer, ring cover and both bail covers were broken, the battery contacts were compressed, the keyboard was scratched and the serial number label was damaged. (B)(4).

Event description:
It was reported that the menu display on the external pulse generator was not visible. The generator was returned for service. No patient complications have been reported as a result of this event.